Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn around the down arrow keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok keypad button was intermittently unresponsive and required several presses to elicit a response. Evaluation revealed that the up arrow and down arrow keypad buttons had no response. The keypad buttons do not have normal spring back or click. There was evidence of corrosion found under the key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is unresponsive. The patient reportedly wears the pump on the outside of her clothing and does not clean the pump. There is no adverse event associated with this complaint. The complaint is being reported because the alleged malfunction of the keypad remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.